Event description:
It was reported that there was noise and brief episodes of atrial oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 694765 implantable tachy lead, (B)(6) 2004; 419388 implantable pacing lead, (B)(6) 2004. (B)(4).